Event description:
While doing night rounds patient was discovered on the floor. The bed was in the low position and it appears she slid out of the bed. No apparent injury was visible or reported. Doctor and son was informed. Was told to monitor the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).